Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no reported adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.